Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
It was reported, that the device was explanted and replaced. As it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action. Which applies to a subset of devices distributed and implanted outside of the united states. There were no patient consequences.